Manufacturer narrative:
The sling was purchased approx in (B)(6) of 2010. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Bemidji medical equipment reported that the facility where the incident occurred, neilson place, was performing a transfer with a v4 for a pt who had left-sided paralysis due to a previous stroke. When the pt's weight was loaded on the sling, the staff member stated that they looked tilted but continued with the transfer by pushing the wheelchair away. At this point, the tow lower extremities straps failed on the tha hammock sling. The pt slipped out, fell and bumped their head, suffering a cut.